Event description:
It was reported that intermittently the 9600+ system produced no fluoro image. It was noted that there was a popping sound and no fluoro. There was no report of pt injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.